Event description:
It was reported that during a navio ukr procedure, the anspach drill stopped working during femoral burring and an e2 error appeared. They tried first unplugging and re-plugging the drill, but it didn¿t work, so they rebooted the entire unit. The issue still wasn't resolved, so the procedure was changed to use manual instrumentation. There was a delay of greater than 30 minutes. No other complications were reported.

Manufacturer narrative:
The device (pn 101209, sn (B)(6)), used in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the risk profile. The navio user's manual (500196) and surgical technique guide (500197) provide instructions for drill usage and troubleshooting. We were able to confirm if there was a relationship established between the reported event and the device. Nothing was identified visually that contributed to the reported problem. Functional testing found that when the drill was connected to a system, the anspach console led ring lights indicated that the drill is recognized and connected, however the drill will not function. The reported issue was due to component failure. No further actions required at this time. The clinical/medical investigation found that per complaint details, the device (anspach drill/bur) malfunctioned while burring the femur of a uka procedure. It was communicated that the navio¿ was abandoned after troubleshooting attempts failed to resolve the issue and the surgery was completed using conventional instruments with a surgical delay of greater than 30 minutes. Per the field report, no patient harm or additional complications were reported. The product evaluation confirmed the reported event. Based on this information, patient impact beyond the reported modified procedure and the 30-plus-minute surgical delay would not be anticipated as the case was reportedly completed with conventional instrumentation without patient harm/injury, and the surgeon was pleased with the surgical outcome. No further medical assessment is warranted at this time.